Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient called an ambulance and subsequently attended the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. At 02:15 hours that morning, the patient awoke to a high glucose alarm and administered a 100 mg bolus which did not decrease their glucose levels. At an unspecified time, the patient changed their pod and administered a 150 mg bolus and then a 40 mg bolus. At 19:30 hours the patient¿s blood glucose began to decrease, and the patient was in ¿limited mode¿. At approximately 22:00 hours, the patient¿s blood glucose level then began to rise again. At an unspecified time, the patient sought medical attention and the patient's blood glucose levels had reached approximately 500 mg/dl. The patient reported that they had high blood glucose levels over the three days prior to visiting the emergency room. Symptoms reported included vomiting. The patient was treated with unspecified intervention to regulate their blood glucose levels. The patient was left the emergency room 10 hours later, on (B)(6) 2026.